Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14100. It was reported that the patient was experiencing ineffective therapy as a result of the extensions not being attached to the ipg header. Reportedly, the physician made repeated attempts to connect the extensions to the header during the initial implant, but was unsuccessful. As a result, the extensions were explanted and replaced on (B)(6) 2019. Therapy was resumed following the procedure.

Manufacturer narrative:
The reported insertion issue / ineffective therapy was confirmed. Analysis of the returned extension found setscrew engagement marks on the terminal end of the lead that were not located on the appropriate contact indicating that the extension was not properly inserted into the extension header and the nitinol on the terminal end was broken in multiple places. Once the nitinol breaks, insertion of the lead extension into the ipg header is very difficult. Analysis of the returned lead extension also found that the spacing between the last active and non-active contact was very flexible. The broken nitinol and the flexibility between contacts at those sites would be consistent with resistance met when inserting the extension. The root cause of the resistance encountered is inconclusive as the ipg in question was not returned for analysis. Despite the damaged nitinol the extension passed continuity and output resistance testing.